Event description:
No additional information available.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc cap loose the patient complained of fluid leakage at the infusion site at 11:00 a.m. The nurse examined the patient and found that it was caused by a loose heparin cap on the closed IV needle, which fell off when touched, and was sterilized and replaced with a new heparin cap with no further leakage.

Manufacturer narrative:
1. DHR/bhr review lot#: 0003716. 1. The products of this batch were assembled at intima ii auto line 2 in january 2020, and packaged at cfs package line in january 2020. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3. Review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Retained sample analysis is not performed as the shelf life of this batch of products has expired. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, it is recommended to tighten the prn before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on production process, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the loosening of the prn cannot be confirmed as no defective sample is received, and the use of the sample is unknown.

Event description:
No additional information provided.